Event description:
The facility reported the safety clamp does not work and pops open, and the device gets hot during patient use. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No additional information is known.